Manufacturer narrative:
(B)(4). Batch # u5ae90. Device analysis: the analysis found that one plee60a device was returned with no apparent damage and with one gst60t cartridge reload loaded on the device. The reload was received fully fired. The manual override door was noted to be out of position. The override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and tested for functionality in the straight position with a test cartridge reload, however, did not achieve and complete firing sequence. Further analysis showed that the reverse button was damaged. No conclusion could be reached as to what caused the damage to the device. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, the doctor fired the stapler (unknown reload, no buttressing material, unknown firing), the device completed the firing sequence and the battery died. The doctor was unable to retract the knife blade. The doctor used the manual override lever to remove the device from tissue. A second like stapler was used to complete the procedure. There were no patient consequences.